Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿urticaria¿. That same day the patient was treated with prednisone acetate tablet and loratadine tablets. The symptom resolved one week later. One day after the first event started the patient also experienced ¿respiratory tract infection¿. That same day the patient was treated with traditional chinese medicine decoction. The symptom resolved eight days later. Twenty days later the patient experienced non device related ¿acute upper respiratory infection.¿ the same day the patient was treated with oseltamivir phosphate capsule. The event resolved six days later. About five months later the patient experienced again non device related ¿urticaria.¿ the same day the patient was treated with desloratadine tablets. The event resolved four days later. Approximately three months later the patient experienced non device related ¿fever and urinary tract infections.¿ the same day the patient was treated with sodium chloride injection, cefpiramide for injection and with cefdinir capsules. The event fever resolved the next day. The event urinary tract infections resolved four days later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "urinary tract infection", deemed not device related is considered an unexpected adverse drug experience.